Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented into the clinic for a scheduled gastrointestinal (gi) procedure. Initially, the patient's urine was tested twice on a different lot of the consult hcg urine cassette and produced two positive results when read at 3 minutes. A confirmatory lab serum quant was performed and produced a result of less than 1.7 miu/ml. The patient underwent the scheduled gi procedure. The customer then retested the urine after spinning the specimen to ensure a clear sample was used. A positive result was obtained when read at 3 minutes. Treatment was not provided/withheld and there were no changes in medication due to the result. Troubleshooting was conducted with the customer. The customer was advised on possible causes, such as technique, storage, handling, and specimen factors per the package insert.

Manufacturer narrative:
Investigation conclusion: retention devices from the reported lot number were tested with hcg-negative clinical urine samples and low concentration standards (4 miu/ml). Results were read at 3 minutes and all devices yielded expected negative results. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Returned devices from the reported lot number were tested with the patient urine sample. Results were read at 3 minutes and all devices yielded positive results with strong control lines and distinct test lines. Quantitative hcg analysis was performed on the patient serum and urine samples. The mean of the results for the serum sample was 0.9 miu/ml. This is consistent with the customer's quantitative result of <1.7 miu/ml. The mean of the results for the urine sample was 6.8 miu/ml. This is below the cut-off of this device of 20 miu/ml. However, urinalysis performed on the sample found trace amounts of protein and moderate amounts of blood and leukocytes in the sample. Interference caused by these biological contaminants cannot be ruled out as the root cause of the reported issue.